Event description:
A user facility reported that an intraocular lens (iol) was damaged by an iol delivery system. There was no pt impact/injury associated with this event.

Event description:
The user facility provided additional info stating there was no pt impact/injury associated with this event.